Manufacturer narrative:
Due to character limit (e1), (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, the machine alarm system temperature is too high, and the machine needs maintenance after restart. There was no injury or harm reported to the patient.

Manufacturer narrative:
Due to character limitations in e1 event site telephone : (B)(6). Updated fields - b4, d9, g3, g6, h2, h11. Corrected field - e1, h6 (medical device ¿ problem code, investigation findings, component codes).

Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the unit occasionally reported a power-up test fails 14. The fse replaced the scroll compressor. The unit passed all factory-specified performance and safety indicator tests. The iabp was delivered to the customer for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of a power up code 14 and a system overtemp. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Tested the part for 4 hours with no failure confirmed. Retaining the part in the failure analysis and testing department per procedure. CAPA 826093: root cause 1: cardiosave¿s ability to dissipate heat generated by the scroll compressor while adjusting for various system demands is not sufficient. Contributing cause 1: muffler/filter¿s clogging before scheduled replacement and causing the scroll compressor to increase rpm thus generating more heat. Contributing cause 2: cardiosave¿s chassis fans lack of ability to dissipate heat generated by the medical device and scroll compressor. Contributing cause 3: the cardiosave drive regulator drifting/leaking causing the scroll compressor to increase rpm and increasing the heat generated. Contributing cause 4: temperature sensors becoming damaged from prolonged exposure to elevated ambient conditions and excessive handling.